Manufacturer narrative:
Patient identifier was not provided from the site. A medtronic representative reported that after the surgery he checked the system and was able to track the needle without issue. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that a biopsy needle was not tracking during a procedure. The surgeon chose to proceed without navigation. There was no impact to the outcome of the patient.